Event description:
A report was received that the patient underwent an explant of ipg due to infection. The patient had sudden onset of redness, pain and swelling at the pocket site and presence of exudate. The physician believed the infection was possibly caused by the patient¿s arthroplasty. The type of infection will not be known. The patient was prescribed antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that during the removal of the ipg, the physician also aspirated the purulent exudate. The pocket site was irrigated and an antibiotic mesh was placed in the pocket. The patient responded very well to keflex antibiotics.

Event description:
A report was received that the patient underwent an explant of ipg due to infection. The patient had sudden onset of redness, pain and swelling at the pocket site and presence of exudate. The physician believed the infection was possibly caused by the patient¿s arthroplasty. The type of infection will not be known. The patient was prescribed antibiotics. The patient was doing well postoperatively.